Event description:
It was reported that the patient expired. Undersensing on the competitor lead was suspected. Review of session records revealed multiple episodes of af with irregular conduction and vt. Vf was detected and hv therapy was delivered. Af/vf rhythm was broken with post shock asystole. Atrial and bi-v pacing were observed on the session records. Atp therapy was delivered but with no effect.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.